Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband called to report the absence of the no delivery alarm and a high blood glucose reading of 400 mg/dl. The customer tried to rewind the device but received a no delivery alarm, however insulin did not exit. Customer removed the reservoir and tried to rewind and received a no reservoir alarm. The customer's call was dropped and no further details were obtained.